Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was still in the body. Customer's blood glucose level was 148 mg/dl. Customer reported that they did not received medical treatment as a result of the sensor fracturing while still in the body. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and was inspected performed continuity resistance test, and sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in buffered glucose test solution test, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. No sensor break during analysis.